Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: lead. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type:l implantable neurostimulator. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3550-80, lot# n261456, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-29, lot# n284785, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer. Patient product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient had stimulation in the wrong location and the patient¿s lead remained out of service due to this. It was stated impedance testing and reprogramming was done but the cause was not determined and the issue was not resolved. Reportedly, the patient¿s cervical lead started causing them trouble about a month prior to report. It was noted an impedance check resulted in normal values for all eight contacts, but despite where on the lead was programmed, the patient experienced uncomfortable, grabbing and painful stimulation and misplaced parasthesia. It was stated the patient felt the stimulation in their head, neck and right arm and the patient's pain was in their left arm and left hand. It was noted the patient was going to be seeing a physician on friday for follow-up and may have x-rays taken to determine if the lead had migrated. The patient¿s status was reported as no injury and it was stated the patient had pain, spasm and less than 50 percent therapy relief. Reportedly, the location of the issue or symptoms was the patient¿s lead location. It was stated the patient was unable to use their cervical stimulation. Additional information reported that the patient had an explant today. The patient¿s percutaneous lead was replaced with a paddle lead.